Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: mhra adverse incident report reference no (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by a healthcare professional. Block h6: imdrf patient codes e2330 captures the reportable event of pain. Imrdf impact code f1903 captures the reportable event of mesh removal. Imrdf impact code f1907 captures the reportable event of complex surgery.

Event description:
It was reported to boston scientific corporation that an "incontinence sling" was implanted into the patient. It was reported that the mesh had been removed as the patient experienced pain due to the mesh. Boston scientific has been unable to obtain additional information regarding the patient outcome to date. Good faith efforts to obtain additional information could not be sent to the initial reporter or healthcare facility, as they were not identified in the mhra user report, which informed boston scientific of this event.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: mhra adverse incident report reference no (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by a healthcare professional. Block h6: imdrf patient codes (B)(6) captures the reportable event of pain. Imrdf impact code (B)(6) captures the reportable event of mesh removal. Imrdf impact code (B)(6) captures the reportable event of complex surgery.

Event description:
It was reported to boston scientific corporation that an "incontinence sling" was implanted into the patient. It was reported that mesh had been removed as the patient experienced pain due to mesh. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.